Manufacturer narrative:
The product lot for this event is not known; therefore, lot history and device history record reviews are not possible. Without a sample, visual and functional testing cannot be conducted. The root cause of the customer's complaint is not known; a sample was not returned for investigation. However, an investigation has been initiated to investigate and identify a corrective and preventive action for complaints of this nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during an unspecified number of ophthalmic procedures, the valved trocars have leaked fluid. Additional information and product sample status were requested but have not been received to date.